Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the device had blade whip, which caused the blade to pop out of the incision during cut testing. There was no patient involvement and no adverse consequence associated with the device.